Event description:
It was reported following successful treatment of atrial flutter, the doctor tried to extract the ensite array catheter it did not pass through an sjm 10f introducer. The introducer and the ensite array catheter were withdrawn at the same time through an artery, which was noted to be difficult. The catheter was examined when removed from the pt and the distal part of the ensite array catheter was noted to be curved which did not allow the catheter to pass through the introducer. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). We are unable to evaluate the device involved in this event as it was not returned for eval. A review of the device history record was not possible as the lot number was unk. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.